Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had diabetic ketoacidosis and was vomiting and shaking. It was reported that their ketone value was 5.1 mmol/l during this time. At an unspecified time during the event, the cgm was 120 mg/dl while the bg was 495 mg/dl. The patient was taken to the hospital and was treated with insulin by infusion, vomex by infusion, novalgin by infusion, electrolyte & kalium, electrolyte infusion. Treatment lasted 15 hours. At the time of the report, the patient was feeling better but was still shaky and had throat pain due to vomiting. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect - clinical code - e0747 sore throat.